Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation. During visual evaluation, the balloon was noted partially inflated with air. No kinks were noted to the catheter, no anomalies noted to the y-body/strain relief. During functional evaluation, an in-house presto inflation device was used to inflate the balloon. During the inflation, a pinhole rupture was noted to the proximal end of the balloon. No other functional testing was performed. Therefore, the investigation is unconfirmed for the reported hole at catheter junction but confirmed for the identified pinhole balloon rupture as a pinhole rupture was noted to the proximal end of the balloon during inflation. A definitive root cause for the alleged hole at catheter junction and identified pinhole balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly came with a small hole at the junction with the catheter. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly came with a small hole at the junction with the catheter. There was no reported patient injury.